Event description:
It was reported, following a battery replacement, the patient had no stimulation sensation. The voltage was turned all the way up to 10.5 volts, and the patient still felt no stimulation. The patient had not felt any stimulation prior to the battery replacement. An x-ray was performed during the battery replacement and no lead fracture was seen. The impedances were measured and electrodes 4-15 were >3600 ohms. The high impedances were expected because only 1 lead with 4 electrodes was connected to the stimulator, so only the 0-3 electrodes were being used. The impedances on electrodes 0-3 were normal. Multiple stimulator reprogramming combinations were tried, and stimulation was still not perceived. A lead replacement was scheduled, but it was unknown when it would occur. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).